Manufacturer narrative:
Concomitant: product ID 8703w, lot# l50968, implanted: 1998-(B)(6), explanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the pump battery was ¿not working¿; the pump was replaced. Additional information has been requested, but it was not available as of the date of this report.